Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient started to feel weak at the supermarket, and the cgm value was 130 mg/dl. Before he was able to drink a soda he had on hand, he fell over and bumped his head. A person at the supermarket called emergency medical services (ems) and the bg finger stick value by paramedics was around 70 mg/dl. The patient estimated the cgm values were 60-70 mg/dl different from the bg finger stick. He was unable to walk by himself and stated he had a cramp and bit his lips. After he arrived at the hospital, he was given oral fluid (electrolyte tropfen) and a medical evaluation which included a diagnostic x-ray for the head bump and an additional check of his bg level (unspecified). After his condition stabilized, he was discharged later the same day. Several days after the event he had pain in his chest and head, and by (B)(6) 2022, he had fully recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.